Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that after a right hemicolectomy procedure, was done on the (B)(6) 2011, everything went well. Then the patient was re-admitted yesterday - staple line failed. The condition of the patient immediately after the procedure was critical and the patient passed away. There was no problem during the procedure. Product failed post op. The customer disposed of the device. Additional followup: how did the staple line fail? The whole staple line failed, all the staples come loose. Which staple line(# firing)? On what tissue? He did 3 firings and all 3 failed. How many times was the device fired? 3 times. What color cartridge was being used? Blue. How many days post op did the patient leave the hospital? Patients that usually leaves the hospital on day 8, according to dr, this patient was still in hospital when the problem occurred, it happened on day 5. Upon readmitting the patient what intervention/procedure was performed? Dr did another primary anastomosis between the small bowl and large bowl patients preexisting condition(s)? No, he think the patient might have been a smoker. Was an autopsy performed? Possibly. Would the surgeon be willing to speak with an ees md? Yes, working to set up a call. How long has the surgeon been using the device? Since it was launched. Has the surgeon been inserviced? Yes".

Event description:
Additional information: dr. Reported that an ec60a stapler was used. He performed a right hemicolectomy due to stage 3 cancer. Cancer was not outside of the bowel (other than one lymph node). Patient presented with a complete bowel obstruction at the site and the patient was given a bowel prep prior to the procedure. Patient comorbidities include smoking and hypertension. During the resection, the small bowel and transverse colon were divided with a linear stapler; the end to end anastomosis was constructed with vicryl and a babcock. He constructed an opening in each of the bowel; one in the small bowel proximally and in the distal colon approximately 2 cm from the staple lines. The echelon was used with a blue cartridge. The bowel appeared normal, no tension with good blood supply. Closed with 3.0 pds. The patient was brought back to the theatre on day 5; anastomosis was completely opened on the staple line. The suture line closed with 3.0 pds was still intact. The patient had no issues prior to day 5 and albumin was normal. Dr. Had left in a drain and the patient began to present with fecal material in the drainage fluid. Patient was still on clear liquids; no solid foods. Patient presented with tachycardia and respiratory distress. At reoperation, both sides of the staple line were disrupted. No staples were visible in the abdominal cavity. Resected the area side to side and sent the specimen to pathology. Patient expired approximately 12 hours post op.

Manufacturer narrative:
(B)(4). Additional information a bhr was performed and no anomalies were noted. Lot #h4362a, batch # g51y0d ((B)(6) 2010), g51p7d ((B)(6) 2010), g51x6e ((B)(6) 2010).